Manufacturer narrative:
Additional information: b3, d6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. During investigation, it was determined that the high impedance was because the rv lead insufficiently tightened in the device header. During revision, the rv lead was tightened in the device header to resolve the event. The patient was stable following the procedure and there were no adverse consequences.